Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted h3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of approximately 700 mg/dl; cause was unknown. Customer tried to address elevated bg by a correction injection via manual insulin delivery. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged (B)(6) 2023 with the issue resolved and no permanent damage.